Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The PICC was discovered to be leaking from joint of luer hub and clear lumen. The patient did require an additional procedure due to this occurrence - a replacement PICC line was inserted. No other adverse effects to the patient were reported due to this occurrence.